Manufacturer narrative:
(B)(4). The reported complaint of "battery failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", when rescuing a patient and transporting them to the ICU using the iabp, the battery failed to function, causing the iabp to stop operating during the transfer process. After testing, it was determined that "the battery module was abnormal". Additional infomation states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ", when rescuing a patient and transporting them to the ICU using the iabp, the battery failed to function, causing the iabp to stop operating during the transfer process. After testing, it was determined that "the battery module was abnormal". Additional information states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".